Event description:
It was reported that during insertion, the spring wire guide (swg) was bent and broke (not at the pt tip). Additional info received by the sales rep on (B)(6) 2010 from the customer stated that the swg bent and broke into two separate pieces outside of the pt's body, not at the tip which is inserted into the pt. They could not insert the catheter. Reference MDR #3006425876-2010-00041 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.